Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nearly six months post implant the patient had developed an infection. The cardiac resynchronization therapy de fibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.